Manufacturer narrative:
Per RMA, a replacement awl tip was sent to site. Upon evaluation of returned awl, the tip of the tool is bent and slightly twisted. No impact on patient outcome reported.

Event description:
Medtronic representative reported, the surgeon was using a nav lock probe to create a hole in the pedicle for the screw. As the surgeon pulled the probe out, he saw that the shaft was bent. Medtronic representative reports that the surgeon was not using excessive force.